Event description:
On (B)(6) 2012, a nurse manager reported that this patient underwent generator explant on (B)(6) 2012 due to an infection. She provided the following information. The patient underwent revision on (B)(6) 2012. The patient had one seizure (date unknown), and this was attributed to the patient not having the same settings as he had prior to replacement. After the surgery (date unknown), the patient reported that he had been in status epileptics and had many seizures; however, the patient's wife stated that it was just one seizure and not status epilepticus. The physicians were not surprised by this seizure occurrence and stated that it was expected. On (B)(6) 2012, it was noticed that the patient's generator incision appeared infected. She stated this was from the implant surgery. It is unknown if there was any patient manipulation. The patient returned on (B)(6) 2012 for appointments. On (B)(6) 2012, the physicians noted drainage at the chest incision. Cultures were taken (date unknown) and showed that coagulates were negative but indicated gram positive cocci and staph. On (B)(6) 2012, the patient's generator was explanted due to the infection. The nurse stated that the patient would be re-implanted at a later time. Although re-implant surgery is likely, it has not occurred to date. Device manufacturing records were reviewed for the generator and lead on (B)(6) 2012. The lead and generator were sterilized prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(6) 2012, this vns patient underwent surgery. A new lead and generator were implanted.

Event description:
On (B)(6) 2012, it was reported that the patient's resident lead was explanted on (B)(6) 2012 due to the infection.